Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "guidewire will not go through dilator." The issue was resolved by using a new dilator fed over the existing guide wire. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire in its advancer and a dilator sheath assembly for analysis. Signs of use in the form of biological material was observed on the distal tip of the dilator sheath assembly (white side arm catheter). Visual analysis revealed three minor bends on the guide wire body. Offset coils were observed at the distal end. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kinking on the guide wire measured 218mm, 290mm, and 438mm from the proximal weld. The guide wire total length measured 452mm, which is within the specification limits of 450mm-458mm per the guide wire product drawing. The outer diameter measured 0.850 mm, which is within the specification limits of 0.838mm-0.877mm per the guide wire product drawing. The dilator length from the hub to the distal tip measured 6 7/8", which is within the specification limits of 6 3/4"-7" per the dilator product drawing. The dilator outer diameter measured 0.1110", which is within the specification limits of 0.111"-0.113" per the dilator product drawing. The dilator inner diameter at the proximal end measured 0.060", which is within the specification limits of 0.060"-0.070" per the dilator product drawing. The dilator inner diameter at the distal tip measured 0.027", which is not within the specification limits of 0.036"-0.038" per dilator product drawing. The guide wire was inserted through the dilator tip. Major resistance was encountered due to the diameter of the guide wire being larger than the inner diameter of the dilator's distal tip. Performed per IFU statement, "thread tapered tip of dilator/sheath/valve assembly over spring-wire guide. Grasping near skin, advance assembly with slight twisting motion to a depth sufficient to enter vessel. Dilator may be partially withdrawn to facilitate advancement of sheath through tortuous vessel." However, the minor bends and the non-damaged sections of the guide wire were able to pass through the advancer with little to no difficulty. Performed per IFU statement, " advance spring-wire guide into the syringe approximately 10 cm until it passes through the valves. Lift your thumb and pull the advancer approximately 4 cm to 8 cm away from the syringe. Lower thumb onto the advancer and while maintaining a firm grip on the spring-wire guide, push the assembly into the syringe barrel to further advance the spring wire guide. Continue until spring-wire guide reaches desired depth." A manual tug test confirmed that the distal and proximal welds are secure and intact. A device history review was performed and two relevant findings were identified. Two non-conformances were reported for involved k-09880-006b dilator: intro locking: 8.5 fr x 6-7/8" , batches 34c21d0183, 34c21d0184, 34c21d0186 for dilator tip dimensional issues. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The complaint of swg/dilator resistance was confirmed by evaluation of the returned sample. The swg was noted to contained three minor bends as well as offset coils. Dimensional inspection revealed that the dilator tip inner diameter was out of specification, which likely resulted in the damaged guide wire. Based on the returned sample, manufacturing-tipping likely caused or contributed to this issue. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "guidewire will not go through dilator." The issue was resolved by using a new dilator fed over the existing guide wire. No patient harm was reported. The patient's condition is reported as fine.